Event description:
"The tip of the guide wire broke off during a stent replacement. All pieces were removed."

Manufacturer narrative:
One opened wire guide as well as a specimen jar in a biohazard bag was received. A 2mm segment of the wire guide was noted inside the specimen jar floating in fluid. Upon close examination of the wire guide, the point of separation was noted to be clean angled cut with mating fractures. A .5mm of the wire guide's inner wire was noted to be protruding from main portion of the wire guide. The wire guide was returned to the supplier for a proper evaluation. The customer has been contacted for additional information. As additional information becomes available, it will be forwarded.